Event description:
It was reported that the patient was hospitalized on (B)(6) 2011 after he experienced elevated blood glucose (bg). A family member reported the following sequence of events. On (B)(6) 2011 the patient expressed to the family member that the pump was emitting loss of prime and occlusion alarms. The patient went to bed and according to the family member the pump alarmed throughout the night. She was unable to provide any additional details about the pump or the patient's actions. The family member left for work on the morning of (B)(6) 2011 and asked another family member to check on the patient later in the day. At an unspecified time, this family member discovered that the patient's bg read hi on the glucose meter; she alerted the emergency medical team who tested his bg at 740mg/dl and transported him to the hospital. The pump was removed in favor of intravenous insulin and fluid administration. The family member stated that at some time during this sequence of events the patient experienced a mild myocardial infarction. On (B)(6) 2011, the family member reported that the patient had undergone angioplasty and received placement of two stents after discovery of blockages. He remained hospitalized on a cardiac unit (B)(6) 2011. The family member stated that the patient's bg remained elevated while hospitalized allegedly due to the stress of hospitalization and surgery. She was unable to provide bg readings during hospitalization or at discharge. On (B)(6) 2011, and (B)(6) 2011, the patient reviewed the pump, cartridge use, and infusion set placement with customer support. Customer support determined that the loss of prime alarms were the result of the occlusions and had appropriately warned the patient that an occlusion had occurred. It was further discovered that the patient re-used cartridges and infusion set tubing; the patient expressed that this action was a cost-saving measure. The family member acknowledged that they do not know how to use a backup plan for insulin delivery and that the patient continued to use the pump even though it was alarming frequently. The patient received a replacement pump and programmed it without assistance on (B)(6) 2011; he contacted customer support again with occlusion alarms within 3 hours of initiation of use and again revealed that he was re-using pump supplies. Customer support advised the patient and a family member to review bg management protocols with the patient's health care provider and to receive additional pump training from a diabetes educator. They advised against re-use of pump supplies on several occasions. Customer support contacted the pump trainer to request additional training for the patient. The trainer provided additional support and instructions. There have been no further reported issues with the pump or with bg excursions. This complaint is being reported because of use errors that contributed to the bg excursion and subsequent hospitalization.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the pump history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no insulin delivery issues occurring.